Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a electrophysiology procedure, no EKG signals could be obtained from the ep catheter. The patient presented with atrial flutter. The 6 fr standard 2.5/5/2.5 mm polaris x steerable decapolar mapping catheter was placed into the right heart. No EKG signal was able to be acquired from the mapping catheter. This catheter was removed, and replaced with a second similar catheter. The second catheter was able to obtain EKG signals but the curve was bent/kinked. The procedure was successfully completed with a third similar catheter. No patient complications were reported and the patient's status is fine. However, the returned device analysis revealed that the catheter shaft was found broken/cracked in a portion that would enter the body.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). During the visual and microscopic inspection of the returned device, the proximal shaft near the butt bond where the torque hole is located was found broken/cracked. During product analysis, the catheter failed the electrical continuity test. An open circuit was found when testing ring electrodes e3, e4, e5 and e6. No electrical shorts were found. The catheter's electrical connector verified normal upon visual inspection. The handle was disassembled and all electrical wires verified normal. Inspection of the internal components of the handle confirmed that the device was built per manufacturing and product specifications - no anomalies were observed. Electrical continuity tests were performed on the different sections of the catheter to determine location of open circuit. First, the electrical wires for e3, e4, e5 and e6 were stripped within the handle. Then it was determined that the open circuit was within the proximal shaft. The proximal shaft was cut open from the distal section and four broken electrical wires linked to e3, e4, e5 and e6 were found, near the torque hole where the broken/cracked proximal shaft was located. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error since the dfu states, "the user is warned and cautioned against the use of excessive force. It states: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Excessive bending or kinking of the catheter shaft may damage internal wires. Manual pre-bending of the distal curve can damage the steering mechanism and/or electrical wires, and may cause patient injury". (B)(4).